Event description:
Additional information received from a foreign manufacturer representative (for, rep) indicated that the patient's gender was male. There were no symptoms recorded by the patient. The serial number of the pump was provided. Regarding the volume discrepancies, it was stated that it happened at every refill. The issue had not been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, foreign) regarding a patient who was receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that patient was implanted with synchromed ii pump. The patient was giving feedback that at the time of refilling the pump, there was almost 4 to 6 ml baclofen left inside pump despite the critical alarm being set to 2 ml. As per the patient, this was happening on every pump refilling. No patient symptom was reported.